Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event.

Event description:
Additional information reported by the user facility indicated that the patient was undergoing a cystoscopy, a left retrograde pyelogram, a left ureteroscopy and pyeloscopy, laser and extraction of left ureteropelvic junction calculus and placement of a left ureteral stent. It was stated that it was unknown what was occurring when the uropass tip broke; it was also unknown how the tip was retrieved, or if the any procedural or anatomical difficulties contributed to the tip break. The patient returned for a visit with the urologist for the stent removal; no complications were noted. The user facility stated that they had no knowledge that the patient experienced any adverse effects as a result of the event.

Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. The evaluation is not yet complete. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports, during an unspecified procedure using a uropass, the tip of the device fell off into the patient and was subsequently retrieved. There was no report of patient injury.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the tip breakage was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the tip breakage was unable to be determined from the device evaluation. This supplemental report includes a correction to e2, e3, and g2 from the initial medwatch. An update has been made to h3. Also, new information has been added to h4. Olympus will continue to monitor field performance for this device.